Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, t was determined that the full-height main drawer 5 had failed. When the field service engineer (fse) arrived at the station, the customer was successfully able to recover the failed drawer. The fse removed the back panel and inspected the drawer components. All components were intact, and the lights on the controller board were properly lit. The system functioned as intended after the field service engineer inspected and confirmed the device functionality. The issue was resolved with no detail provided by the customer regarding how the issue was rectified.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the malfunction occurred while the user was trying to issue the medication to the patient. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.